Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance and oversensing/noise indicated to be short v-v intervals and non-sustained episodes. An insulation defect was suspected. During the revision procedure, a large defect was noted in the outer insulation. The lead was cut, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.